Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 500 mg/dl. The current blood glucose level was 100 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated that the insulin had a battery out limit. Customer states he has already received a new battery cap and the issue was happened twice. The product will return for the analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no unexpected battery out limit alarm noted.